Manufacturer narrative:
According to the customer, (B)(6) 2025 the user fell "going to sit down in his dining room chair" and said "the rollator tipped and fell on top of him." The customer reported that the individual "fractured 2 lower ribs" and was hospitalized on (B)(6) 2025 for six days. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, (B)(6) 2025 the user fell "going to sit down in his dining room chair" and said "the rollator tipped and fell on top of him." The customer reported that the individual "fractured 2 lower ribs" and was hospitalized on (B)(6) 2025 for six days.